Event description:
It was reported that the product specialist received an email on (B)(6) 2013 regarding an issue on the device. Clips were falling out before being fired. Name and date of the procedure is not known. Product specialist could not ascertain whether it had involved an adverse event. No information was provided regarding any patient details, delay in the procedure and the outcome of the procedure. Xrays and photos are not available. Device has been discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.